Manufacturer narrative:
The pump was returned to animas and evaluated on 08/23/2018 with the following findings: there were frequent replace battery alarms in the pump¿s history. The pump¿s electrical current draws were tested and were within specifications. No alarms were observed during testing. The battery compartment was found to be cracked and moisture corrosion was present.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had shorter than expected battery life and the pump was damaged. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no allegation of an adverse event associated with this complaint.